Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia/ atrial fibrillation therapies were disabled as a result of the atrial lead position check failing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.